Event description:
It was reported that the patient underwent an initial anatomic total shoulder replacement on the right side. Subsequently, the patient experienced humeral stem loosening. As a result, approximately six years post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 3 of 3 for this event/patient.

Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: sn# (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s: sn# (B)(6), 300-20-02 - equinox square torque define screw drive kit: sn# (B)(6), 314-13-13 - equinoxe cage glenoid medium, beta: sn# (B)(6), 315-35-00 - glnd kwire: sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.